Manufacturer narrative:
The involved device has been requested, but has not been returned for evaluation, which limits the failure investigation. Retention samples from the reported lot and surrounding lots were evaluated. All samples tested were confirmed to be properly assembled and met the performance specifications. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the user facility information is most consistent with the catheter having been damaged and/or severed by contact with a sharp object (such as the introducer needle bevel) during the catheter placement process. There is no indication that there was any relation to a device defect or malfunction. All available information has been placed on file in quality assurance for tracking, trending, and follow up. Other - this report was not associated with a human patient.

Event description:
The user facility (a veterinary clinic) reported that the distal portion of an i.v. Catheter "broke off" as the introducer needle was being pulled out after being inserted into a dog. Reportedly, the detached catheter material was able to be immediately retrieved from the puncture site by hand.